Event description:
Pt participated in a multi-center, 4-arm study at vertebral levels 1, 2, 3, or 4 to evaluate the clinical and radiographic outcomes in pts diagnosed with cervical degenerative disc disease (ddd) between c2 - c7. Preoperative diagnosis was symptoms of radiculopathy. Pt was implanted with a vectra-t cervical plate and a cc acf spacer at levels c3 c4, c4 c5, c5 c6, c6 c7 with pedicle screws at c3, c4, c5, c6, and c7. Pt had been experiencing pain for 1 month. Surgery date was (B)(6) 2007 and postoperatively, pt experienced weakness in fingers, requiring pt. This is report 8 of 11 for this event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental report. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.